Manufacturer narrative:
MDR decision date: (B)(6) - RMA (B)(4) has been initiated for this issue. Model solara 3g, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1154295, rev.c(dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the initial reporter where it was learned the incident occurred outdoors and the device was noted to (B)(4) when it hit the bottom of a ramp. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.

Event description:
Per the dealer, they originally thought the caster was broken on this chair, but found the fork broken and both stems were bent. In speaking with the dealer, it was learned the user had been using chair since (B)(6) 2012 approx 4 hrs a day. No report of injury